Event description:
Emergency room personnel called helpline to report a patient received a therapeutic shock while wearing the wcd. The patient reported receiving the therapeutic shock at home while walking to the kitchen. Wcd interpreted noise as a shockable rhythm. However, patient did not use alert button to divert the shock. Patient was transported to hospital and released with a new wcd and re-training on use of the alert button to divert an unwanted shock.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis.the returned device was evaluated and the monitor passed all evaluation tests. Returned therapy cable could not be tested due to shock delivery and gel deployment which confirms that the therapy cable functioned as expected. There was no observed damage and all gel was deployed during the event. Evaluation evidence indicates wcd performed per prescription and intended use. Patient was fit and trained prior to initial use, including the use of the heart alert button to cancel the shock. However, patient heard the alert but did not cancel the shock using the wcd heart alert button.